Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a community IV therapy nurse "two patients I see that have been using the PICC statlock device for over 2 years have both suddenly developed what appears to be an allergy to the stat lock. Skin has become really irritated with lots of oozing. Due to the oozing the stat lock is losing its adhesion." This report addresses pt #2.